Manufacturer narrative:
Section b1: type of report corrected. Section h6: medical device problem code corrected. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was additionally reported that a gastrointestinal (gi) bleed was noted at time of presentation and warfarin was held for three days prior to the event. There were no changes to pump parameters. A repeat tee was performed on (B)(6) 2024. The aortic valve (av) was noted to be opening with every heartbeat. Lambl's excrescence noted with associated thrombus measured 0.9 x 0.5 cm and appeared smaller than previous tee. The thrombus did not resolve. The plan of care for the patient was to continue a higher inr goal of 2.5-3.5.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported aortic valve thrombus could not be confirmed as no images or product were available for evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported transient ischemic attack (tia) could not be conclusively established through this evaluation. Furthermore, review of the submitted log files confirmed low flow events; however, a specific cause for these events could not be conclusively determined. The submitted controller event log file contained events on 12aug2024. The file captured three transient low flow faults, none of which were associated with any alarms. Of note, the low flow events appeared to be associated with elevated pulsatility index (pi) values. No other notable events or alarms were captured, and the system appeared to be operating as intended at the stored patient speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and the heartmate 3 lvas patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including other neurological events (not stroke-related) and thromboembolism, that may be associated with the use of heartmate 3 lvas. This section also provides an explanation of pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. This section also notes that, in general, the magnitude of the pulsatility index (pi) value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 6 of the IFU, ¿patient care and management¿, lists neurological dysfunction and thromboembolism as potential late postimplant complications. Additionally, this section, under ¿anticoagulation¿ provides the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a transient ischemic attack (tia) in the hospital and a transesophageal echocardiogram (tee) was done. An aortic valve thrombus was found on the tee on (B)(6) 2024. The patient was treated with integrilin (eptifibatide) and a higher international normalized ratio (inr) goal, then they were discharged home pending a repeat tee to assess the thrombus. Log files were submitted for review. The data captured in the log file was from (B)(6) 2024 and the event log file captured persistent pulsatility index (pi) events throughout the log file which was shortened to just a couple of hours. A few low flow events were also noted that were likely patient related and these lower flows were not sustained long enough to trigger the audible alarm.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported aortic valve thrombus could not be confirmed as no images or product were available for evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported transient ischemic attack (tia) and gastrointestinal (gi) bleeding could not be conclusively established through this evaluation. Furthermore, review of the submitted log files confirmed low flow events; however, a specific cause for these events could not be conclusively determined. The submitted controller event log file contained events on (B)(6) 2024. The file captured three transient low flow faults, none of which were associated with any alarms. Of note, the low flow events appeared to be associated with elevated pulsatility index (pi) values. No other notable events or alarms were captured, and the system appeared to be operating as intended at the stored patient speed. The patient remains ongoing on heartmate 3 lvas, serial number mlp-041272, with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including other neurological events (not stroke-related), thromboembolism, and bleeding, that may be associated with the use of heartmate 3 lvas. This section also provides an explanation of pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. This section also notes that, in general, the magnitude of the pulsatility index (pi) value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 6 of the IFU, ¿patient care and management¿, lists neurological dysfunction and thromboembolism as potential late postimplant complications. Additionally, this section, under ¿anticoagulation¿ provides the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.